Event description:
It was reported the iab was inserted without incident. After connecting the iab to the console, it was impossible to inflate the balloon. The console displayed "high pressure." The md tried 3 different pumps; however the problem remained the same. The md then used a 60cc syringe and inflated the balloon without difficulty. The md replaced the iab. There were no reported pt complications.

Manufacturer narrative:
Evaluation: the iab and one-way valve were returned. The guidewire & pump tubing were not returned. The sheath was removed from the iab for further evaluation. The bladder & the sheath were measured & met all specifications. A vacuum was pulled on the iab & did not hold. A vacuum was then pulled on the one-way valve & held 5 min without losing vacuum. A guidewire was fed thru the central lumen without resistance. The iab was submerged & pressurized in water. Bubbles exited the catheter approx 4cm from the proximal end of the bladder. The hole in the catheter was slit like <1mm in length. It can not be determined how or when the catheter was compromised. A DHR re-review was conducted without findings. The root cause could not be determined.